Event description:
Consumers daughter called stating that her father was crossing the street in his m41 power chair when he was struck by a car, knocking the power chair over. The consumer sustained a broken right humerus bone. The seat on the m41 wobbles since the accident. Serious injury alleged. MDR filed based on the serious injury. No malfunction of the device.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m41, serial number/date code and age of product are unknown. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) who weighs (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.